Event description:
It was reported that an occlusion alarm occurred. A system check was performed by tandem technical support and the occlusion was found to be within the cartridge. A cartridge change was performed resolving the occlusion. Additionally, it was reported that damage to the pump housing caused difficulty loading cartridges. The customer continued to use the pump for insulin therapy. Customer¿s blood glucose (bg) value was 527 mg/dl to "high" on cgm with large ketones, not identified as dangerous by healthcare provider. Reportedly, the customer addressed their bg with a manual dose injection.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.